Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked what the cause of the sudden return of symptoms was, the patient reported they didn't turn the device off. The patient continued that it wouldn't let them change programs or go up and down. It had reduced the number of times going to the bathroom from 75-80 times a day down to 35-40 times a day. When asked if turning the stimulation back on resolved the sudden return of symptoms the patient stated they didn't believe it was shut off because they could still feel "waves" sometimes. The patient believed whatever was happening was somewhat fixed, but they still have bathroom problems. The patient noted at least it was letting them change programs and numbers. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms that was occurring daily. Patient reported they were not able to increase stimulation. They were able to use the patient programmer and verify the stimulation was not on by noting the lightning bolt was not on. Patient was then able to use the patient programmer to turn stimulation on. They were set at 0.8. The patient stated it used to be set at 1.2, but when they laid down the stimulation was too spastic and they tried to turn it down. Patient stated they were not aware the blue buttons on the left turned on and off the ins. Patient reported they were feeling strong, but comfortable stimulation and they were going to leave it on that setting and continue to track symptoms. The patient reported they had a sudden return of symptoms, they used the patient programmer to decrease stimulation when in bed and they suddenly started going to the bathroom every 4 minutes. No further complications were reported or anticipated.